Event description:
Philips received a complaint on the defibrillator indicating that the indicator light for the handle electrode electric shock button intermittently does not light up during test. There was no patient involvement.

Manufacturer narrative:
(B)(6).